Event description:
A hospital in (B)(6) reported: a patient with a femoral trochanteric fracture was successfully implanted with a j-pfna on (B)(6) 2013. On (B)(6) 2013 patient was in rehabilitation and weight bearing. An x-ray was taken on (B)(6) 2013, one week post operative. The surgeon noted the bone head rotated and the blade had cut through the femoral head. This report is 2 of 2 for complaint (B)(4).

Manufacturer narrative:
Device is used for treatment, not diagnosis device is not distributed in the united states, but is similar to a device marketed in the USA. Investigation could not be completed, no conclusion could be drawn as no device was returned. The manufacturing records were reviewed and no complaint related issues were found.

Manufacturer narrative:
This device was used for treatment, not diagnosis. Date of event is unknown. (B)(4).